Event description:
It was reported that there was no stimulation sensation. The change in stimulation of "no tingling sensation" was noticed "about two months ago." It was noted that patient lost balance and fell frequently. It was noted that stimulation was increased to the highest setting and patient could not feel anything. It was further noted that stimulation was at 6.90 volts and patient used to have stimulation set at 3 volts. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).